Event description:
It was reported that an asymptomatic patient presented to clinic for a follow-up with a device that was difficult to interrogate with multiple programmers. When communication was established, a large drop in the battery voltage trend was noted over the preceding month. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of a sudden drop in battery voltage was confirmed in the laboratory. Upon receipt, the device was interrogated by the programmer. Review of battery trending data indicated a sudden drop in battery voltage. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the sudden drop in battery voltage could not be determined.